Event description:
85 year old admitted for new onset of atrial fibrillation on 1/10/97. On 1/18/97, the pt went into torsade-de-pointes arrhythmia and the monitor initially did not interpret it as such and did not alarm. The monitor tech instructed staff to go to the pt's room at 17:42 and the pt was found unresponsive. At 17:43, code had been called at which time the monitor alarmed. The pt was successfully resuscitated. Clinical engineering and spacelabs medical technician were notified to check the equipment.